Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported) and was subsequently treated with oral antibiotics on (B)(6) 2022 (specific duration not reported). However, the issue did not resolve and the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.